Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead implant procedure, the new lead exhibited difficulty inserting into the pulse generator header. The physician believe the setscrew was stripped. The device was explanted and replaced. The patient was in stable condition post operation.